Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Although requested, the customer did not upload the pump data for review. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 18 mg/dl and the cause was not known. The customer fell and broke a toe. The customer unresponsive and the customer's son administered a glucagon injection. As the event had occurred in the past, troubleshooting could not be performed. Tandem technical support advised the customer to discuss the event with a healthcare provider.